Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The device was not returned for inspection but was restored and used for the planned procedure per customer report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during pre-use inspection, the visera 4k uhd camera control unit exhibited communication error e116. Subsequently, it was restored by restarting the main unit and was used to complete the intended procedure. There was no harm or user injury reported due to the event. This event is related to an event previously reported. (Patient identifier: (B)(6)).

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.